Event description:
The devices were implanted in 2002. The stem broke at the body junction and revision surgery is needed. The device was revised in 2006.

Manufacturer narrative:
Catalog #00999401955, zmr hip system femoral body revision nitrided porous, lot #64879500 evaluation summary: patient weight, build, and activity level are unknown. Shell and liner combination used with zmr stem is unknown. X-rays were reviewed. Exact orientation of cup couldn't be determined. Probable cause cannot be definitively determined. No devices were returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.